Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose was 250mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.